Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted log files confirmed the reported driveline disconnect and ensuing system stoppage. The account reported that the patient had an inappropriate response to alarm. The controller event log file contained data from (B)(6) 2021 21:51:23 through (B)(6) 2021 22:41:30. The log file captured a driveline disconnect alarm on (B)(6) 2021 from 22:38:07 until 22:38:33 when the patient disconnected the driveline from the controller. Low flow and lvad off alarms were active during the driveline disconnect. Com a, com b, low pump current, and low speed faults were also active during the event. The driveline was reconnected at 22:38:33, and the lvad was off for approximately 26 seconds. No other atypical events were captured. Despite these alarms, the pump appeared to function as intended. The controller periodic log file did not capture any atypical events. It was reported that the patient was home with her son and had inappropriate response to alarm. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). No product is available for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(4) 2020. The heartmate 3 lvas IFU is currently available. Section 2 "system operations". (Under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines all system controller alarms, including driveline disconnected alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the log file captured that the driveline was disconnected on (B)(6) 2021 from 22:38:07 to 22:38:33. It was reported that this driveline disconnect was related to an inappropriate response to an alarm by the patient.